Event description:
It was reported that the customer received a failed battery test on the insulin pump. The customer's blood glucose was not known. Following receipt of a new battery cap, the failed battery alarm did not recur. The customer wished to replace the insulin pump because he went through seven or eight batteries in one month. Nothing further reported.

Manufacturer narrative:
Failed battery test alarms were received due to a corroded battery tube. It was not possible to test currents due to the failed battery test alarms. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window were noted during visual inspection.